Event description:
It was reported that the patient was sent to a hcp (health care provider) because there was something wrong with the patient's device, but it was not specified what the issue was. It was noted that the hcp's office performs surgeries, but does not manage the care of the device. It was noted that the patient would like to have the device checked/interrogated and was directed by the hcp to the manufacturer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 3887-33 lot# j0546574v, implanted: 2005 (B)(6), product type lead product ID 3708340 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 37752 lot# serial# (B)(4), product type recharger. (B)(4).